Event description:
Boston scientific received information that a procedure was done to implant a new cardiac resynchronization therapy defibrillator (crt-d) (model/serial (B)(4)) on (B)(6) 2012. At that time, the physician plugged the left ventricular (lv) port. On (B)(6) 2012, a procedure was done to implant a new lv lead, as the patient required lv therapy. The crt-d was interrogated, and it was noted that a high out of range shock impedance measurement had been recorded the day after the device was implanted. When the pocket was opened, all connections were checked, and it was noted that this right ventricular (rv) lead was partially disconnected from the device header. It was reconnected again, and all measurements were normal and within range. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.